Event description:
The customer called and reported, the insulin pump fell onto the floor and the display screen was blank. Customer's blood glucose was 231 mg/dl. The customer did not have a new battery with which to test the device. It was advised a replacement battery cap would be sent and for the customer to insert a new battery as soon as possible. Furthermore, customer was advised if the display did not return, to revert to a back-up plan until the arrival of the replacement battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.